Event description:
It was reported that there was foggy image and blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image and blurry image.

Manufacturer narrative:
Alleged failure: one camera head is not working well at all. Update - the camera plugged in for our first case after the install and it was blurry and cloudy. The failures identified in the investigation is consistent with the complaint record. Root cause: a bad cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.